Event description:
Clinical trial. It was reported that 14 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a tvr (target vessel reintervention). The index procedure identified one de novo, 60% stenosed lesion in the mid lad (left anterior descending). The lesion was predilated at 10atm and a 3.0x28mm taxus express2 drug eluting stent was deployed at 13atm. The pt was discharged the following day on asa and plavix. The patient returned 14 days later for a tvr due to end stent jailing of the 2nd diagonal. The 90% stenosed 2nd diagonal was predilated using a 2.5x12mm medtronic sprinter balloon and a 2.5x12mm taxus stent was deployed resulting in 20% residual stenosis. The patient was reported to be taking asa and plavix at the time of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.